Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that this is her first week with the omnipod system and she activated the pod with her healthcare provider (hcp) in the morning. Her blood glucose (bg) reached 350 mg/dl so she called her hcp and they advised her to deactivate the pod. Upon inspection, it was noticed that the cannula was bent. Hyperglycemia treated by patient with a manual injection with an insulin pen (exact amount was not provided). The pod was worn between 4 and 24 hours on the arm.